Event description:
On (B)(6) 2009, the patient reported that while troubleshooting, a display code on her insulin infusion device, she pulled the cartridge out of the device, which caused a small amount of insulin to spill into the cartridge chamber. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.